Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out, the right ventricular lead exhibited an insulation anomaly just passed the hub on the lead body, body fluids were noted in the area. The lead was capped and replaced on (B)(6) 2016 successfully. The patient tolerated the procedure well, kept overnight for observation. The patient was discharged and would be monitored.